Event description:
The initial reporter received questionable results from six patient samples tested on the cobas integra 400 plus. The reporter was able to provide one patient sample with discrepant results: the initial result was part of the iron binding capacity profile calculation. The iron binding capacity profile results were reported outside of the laboratory. The initial result was 486 mg/dl. The repeat result was 299 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 75224901 with an expiration date of 31-aug-2025. The field service engineer (fse) inspected the analyzer and identified an issue within the pipetting module. The fse then cleaned and replaced the sample syringe and the seal of the wash syringes. The customer performed calibration and qcs with successful results.